Manufacturer narrative:
Block b3: exact date unknown, event occurred seven days prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was admitted to the hospital due to an unknown reason.